Manufacturer narrative:
On 08/01/18, it was reported to mentor that the date of implantation was (B)(6) 2006. The replacement device was saline mentor siltex round moderate profile 300cc, catalog number 3542645, serial number (B)(4), lot number 7520426. On 08/01/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/14/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. Yellow material was observed on the shell surface. Product evaluation team discovered three rents. Rent a measuring approximately 0.5 cm, rent b 0.4 cm and rent c 0.1 cm; all located on the anterior aspect. Also was noticed a line of shell wear on the anterior aspect as well, suggesting in-vivo folding or creasing of the device. Microscopic examination of the edges of the rent a revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this point, is not possible to determine the origin of the brown and yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 300cc and experienced deflation on the left breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.